Manufacturer narrative:
H.6. Investigation: bd had not received samples, but several photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for incompletely molded cap, incorrect stopper color, fm curled up in the packaging, damaged eps tray and open shrink film around shelf packs with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that a bd vacutainer® lh 68 i.u. Plus blood collection tubes had a damaged stopper and a stopper was a different color. The following information was provided by the initial reporter: plastic and form were torn. Additionally, upon photos review, issue with cap color observed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but several photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for incompletely molded cap, incorrect stopper color. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for open packaging with the incident lot was observed. This complaint investigation was conducted under the premise of a previously investigated issue specific for open packaging, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis.

Event description:
It was reported that a bd vacutainer® lh 68 i.u. Plus blood collection tubes had a damaged stopper and a stopper was a different color. The following information was provided by the initial reporter: plastic and form were torn. Additionally, upon photos review, issue with cap color observed.